Event description:
It was reported that during a stenting treatment procedure, filterwire movement and patient complications occurred . The emergent procedure treated the 95% stenosed target lesion located in a saphenous vein graft to the right coronary artery. There was no vessel calcification or tortuousity. A filter wireez was advanced and successfully deployed. However, upon removal of the delivery sheath, the sheath continued to stick to the guide wire and the whole system kept coming out and was not able to be used. There was no attempt made to use another filter wireez. The patient had a very compromised cardio system and subsequently experienced elevated st segments and timi 1 flow and was taken to surgery.

Event description:
It was reported that during a stenting treatment procedure, filterwire movement and patient complications occurred . The emergent procedure treated the 95% stenosed target lesion located in a saphenous vein graft to the right coronary artery. There was no vessel calcification or tortuousity. A filter wireez was advanced and successfully deployed. However, upon removal of the delivery sheath, the sheath continued to stick to the guide wire and the whole system kept coming out and was not able to be used. There was no attempt made to use another filter wireez. The patient had a very compromised cardio system and subsequently experienced elevated st segments and timi 1 flow and was taken to surgery.

Manufacturer narrative:
Device evaluated by manufacturer: during the visual and microscopic examination of the returned device, the protection wire was found exposed out (popped out) of the slit in the delivery sheath. The radiopaque distal tip of the protection wire was found curved, it was wavy, and had been stretched approximately 7mm on its proximal portion. The sheath was pulled back 44 cm from the distal tip of the protection wire. Because the protection wire was exposed out of the delivery sheath slit and because of the amount of dried blood, we were unable to perform the sheathing / unsheathing test. Upon visual inspection, the filter bag was found in good condition and met specifications, no anomalies were observed. The slit was present in the delivery sheath and met specification. The peel away test was performed successfully. There were no other issues found during the visual and microscopic inspection of the protection wire, and the delivery sheath. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)